Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: during use for skin grafting, the staples were set on the tip of the cartridge but they were not closed correctly when activating. Therefore, a new unit was used instead. There was no patient injury.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35w 6/box lot # 73f1600607 was manufactured on 07/04/2016 a total of (B)(4) pieces. Lot was released on 07/07/2016. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Issue reported: during use for skin grafting, the staples were set on the tip of the cartridge but they were not closed correctly when activating. Therefore, a new unit was used instead. There was no patient injury.